Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported via social media that a tampon fell apart inside her and upon removal the string pulled out leaving the pledget inside her vaginal cavity. She had to manually remove the pledget. Consumer did not provide any further information regarding her use of the product and outcome.